Event description:
It was reported that the light of rigid video laparoscope was not working properly. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 218 occurred, no image is displayed. Based on the results of the investigation, since the reported failure did not reoccur, cause could not be determined. Moreover, broken video cable caused error 218 and therefore no image is being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.